Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000038334.

Event description:
It was reported the patient's had ineffective therapy. Surgical intervention took place on (B)(6) 2022 where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.